Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was sitting with a nurse and could not increase the stimulation on the patient programmer above 1 ma. She then got an out of regulation (oor) message. The settings were not high, and the ins was fully charged. However, there were high impedances noticed at one of the contacts. The issue was not resolved. It was recommended that the hcp try to reprogram the system. Additional information was received reporting that the patient had been in clinic for 2.5 hours the week before with the pain team trying everything that tech support suggested. The manufacturer representative (rep) resolved the issue quick and was unsure what they did. The rep used the electrode redistribution button which reset the settings to 0 for all parameters, then reconfigured the patient's usual settings and disconnected the clinician programmer and this solved the problem. The rep then again connected their clinician programmer, and then the patients repeating this a few times to make sure everything was definitely working. There were still high impedances on two electrodes. Looking over the patient's history there has been high impedance on at least one of those electrodes for a long time. These electrodes were not included in the configuration.